Manufacturer narrative:
Reader ((B)(6) ) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms due to low/not present ble rssi value. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 reader. The customer reported the high glucose alarm did not trigger and as a result, the customer felt ill and experienced symptoms of vomiting and dizziness. A blood glucose reading of 12.1 mmol/l was obtained on an unspecified meter and the customer was unable to self-treat. A healthcare provider was called and upon arrival, a blood glucose result of 19.7 mmol/l was obtained on their device. The customer was administered an unspecified dose of insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 reader. The customer reported the high glucose alarm did not trigger and as a result, the customer felt ill and experienced symptoms of vomiting and dizziness. A blood glucose reading of 12.1 mmol/l was obtained on an unspecified meter and the customer was unable to self-treat. A healthcare provider was called and upon arrival, a blood glucose result of 19.7 mmol/l was obtained on their device. The customer was administered an unspecified dose of insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.